Manufacturer narrative:
The customer did not supply patient's date of birth and weight. There is no evidence that the access accutni+3 reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site. Instrument performance was assessed and no specific issue was found. The customer was advised to send the patient's samples to the beckman coulter complaint handling unit (chu) for evaluation. The marseilles chu received three (3) samples for investigation. The patient's samples were analyzed utilizing the access accutni+3 assay on the access 2 immunoassay system (serial number (B)(4)). The marseilles chu obtained three (3) elevated results and confirmed customer's results. Further testing of one sample, with blocker proteins, decreased the sample's signal causing a decrease in the access accutni+3 result by 100%, confirming the presence of a patient source interferent related to alkaline phosphatase. (B)(4). In conclusion, the cause of the elevated access accutni+3 results is due to a patient source interferent related to alkaline phosphatase.

Event description:
The customer reported obtaining repeatable elevated troponin I (access accutni+3) results for one (1) patient involving the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)). The initial access accutni+3 result recovered above the assay's normal reference range on (B)(6) 016. The customer reanalyzed the patient's sample two (2) additional times on the same laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)) on (B)(6) 2016 and obtained two (2) elevated results recovering above the assay's normal reference range again. Due to these elevated access accutni+3 results, the patient underwent a catheterization on (B)(6) 2016. The customer was also tested on one (1) alternate device (not provided) which produced a discordant low (normal) result. There was no report of additional change to treatment in conjunction with this event. Calibrations, quality controls (qc) and system checks were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The customer did not provide any data or information regarding sample collection, sample handling or sample processing. No issues with sample integrity were reported by the customer.